Manufacturer narrative:
The company service representative examined the system and found a slight streaking across the light emitting diode (led) while testing. The streaking was attributed to the customer, as there was residue left over from cleaning the lenses. How or why this occurred could not be conclusively determined. The company service representative cleaned the optics and lenses and performed the preventive maintenance (pm). The system was then tested and was found to have met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a questionable reading on a toric intraocular lens implant case. Additional information has been requested.